Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) inspection center department bml research institute co., ltd. G.5. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, thirty three (33) tubes had foreign matter present. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 24-jun-2024. Investigation summary: bd received 33 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, thirty three (33) tubes had foreign matter present. There was no health impact or consequences reported.